Manufacturer narrative:
Results: is based on evaluation of user facility information, the actual device and a retention sample; based on retention samples evaluated. Conclusions: is based on evaluation of user facility information, the actual device and a retention sample; based on retention samples evaluated. The actual device was returned to the manufacturing facility for evaluation. The sheath sample was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and a leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. A visual examination of the retention samples from the involved product as well as the surrounding lots confirmed there were no visual defects. Leakage testing revealed leakage in one retention sample. Upon disassembly of the valve, off-center damage was observed. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. Although the exact cause of the reported event cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the device was leaking around the valve when introduced with a wire or catheter; blood loss was less than 10cc; the procedure was completed; and there was no patient impact.